Manufacturer narrative:
A supplemental report will be submitted upon t the completion of investigation.

Event description:
It was reported that during use, the cs300 intra aortic balloon pump was solely working on the battery with the message battery in use.there was no harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields : b3, b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions ), h11. Corrected fields: d4 (unique identifier), d9. A getinge field service engineer (fse) states, issue solved over the phone ac tray power switch was in the off position. Instructed customer on how to restore power. Verified power was restored and system charging wnl.